Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/09/2016 and found a diluent leak causing unstable hgb voltage. The fse also confirmed that the instrument generated hgb out of range or incomplete computations (......) For all background, control and patient samples. He repaired the white blood cell (wbc) bath fitting to resolve issues. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported that there were hemoglobin (hgb) out of range and vote outs (non-numeric results) on a coulter ac t diff 2 analyzer for backgrounds, controls, and patient samples. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.